Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed for this incident. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system did not detach into its safety shield upon activation. No injury or medical intervention was reported.

Manufacturer narrative:
Correction: the device manufacture date was initially reported as 12/16/2015. A review of the device history record revealed the manufacture date was 12/18/2015. Device manufacture date: 12/18/2015. Device evaluation: results: a sample was not returned for evaluation. A review of the device history record for lot # 5350829 revealed that the device was manufactured on 12/18/2015 and that there were no irregularities during its manufacture. According to sampling plan applied for product performance, 364 samples were activated by separation of inserter, separation of the rubber stopper and separation from prn and this lot was accepted and released without problems. A manufacturing review revealed that there was no equipment, instruments, process, and/or surfaces that could have caused the type of damage reported. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.